Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil, catalytic decomp filter, oil return valve and vacuum valve were replaced. Unit meets specifications and was returned to service on 10/22/2015.

Event description:
An international customer reported an event of a "strong smell to oil" emitting from the sterrad nx sterilizer. One healthcare worker (hcw) experienced a reaction of headache. The hcw did not seek or receive any medical attention/treatment and is reported to be "good." A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted; the service history for this unit for the past six months (04/25/2015 to 10/22/2015) did not observe any significant trend; the fmea revealed the risk priority number (rpn) scores are considered to be acceptable; the sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, catalytic converter, oil return valve and vacuum control valve were not returned for functional evaluation. The assignable cause of the odor/smells issue is the vacuum pump oil, catalytic converter, oil return valve and vacuum control valve. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.